Event description:
It was reported that the bd q-syte¿ micro bore extension set had a loose connection during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, due to the fact that the patient's son was a premature infant and reduced needle-stick injury, when using the needle-free sealed infusion joint of the diaphragm, the joint became loose and automatically bounced back, and the infusion set could not be connected. The replacement did not cause harm to the child."

Manufacturer narrative:
Initial reporter e-mail: unknown. Investigation summary: since no photos or samples displaying the reported condition of connection issues were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.